Event description:
The customer reported during self-test the device did not deliver the selected energy. Pads/paddles not connected. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.